Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, t-nut loose, paint on air/water-cylinder peeled, acoustic lens damaged, adhesive on bending section rubber chipped, due to wear of angle wire, the play of up/down knob out of the standard value, due to wear of angle wire, the play of right/left knob out of the standard value, and protector of universal cord on control section side damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, gap was found in the adhesive on the distal end and stain could entre inside the lens through the gap. In additional, there was gap between the scope acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap between the scope acoustic lens and ultrasound probe likely occurred due to excessive force applied to the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.